Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and blank display persisted. Due to impact battery assembly was noted under microscopic inspection. Unable to perform displacement test, self test or currents due to blank display. Unit received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked keypad overlay, missing display window/cover, scratched case and label damage (faded). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case battery tube was noted. In addition, blank display was confirmed due to damage electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, blank display, damage (physical or cosmetic), failed battery test. The customer reported blood glucose value of 321 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-396a, mmt-332a, mmt-1880. Troubleshooting was performed and customer reported physical damage ,blank display, display did not return after inserting a new battery. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.